Event description:
It was reported that approximately fourteen months post stenting procedure in the mid right coronary artery with one 3.5 x 23 xience v stent, the patient experienced chest and jaw discomfort with exertion. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the index target lesion for 90% stenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged the same day. There was no adverse patient sequela reported. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, restenosis, and pain are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.